Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements greater than 2000 ohms on the left ventricular (lv) lead due to lead body damage. A revision procedure was performed to remove the lv lead and the right ventricular (rv) lead sustained damage and exhibited pacing impedance measurements greater than 2000 ohms. Both leads were removed from service and replaced. No additional adverse patient effects were reported.